Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 10 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant lost integration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 10 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant lost integration. Clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).